Manufacturer narrative:
Patss is a known potential adverse event of endometrial ablation and is independent of the modality used. The general warnings section of the operator's manual and the instruction for use state: "patients who undergo endometrial ablation procedures who have previously undergone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure." In addition the other adverse events section of the operator's manual and the instruction for use state: "the following adverse events could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the minerva system is used: post-ablation tubal sterilization syndrome."

Event description:
It has been reported that subsequent to a minerva ablation (details of the procedure unknown) the patient developed a post-ablation tubal sterilization syndrome (patss) which required hysteroscopic adhesiolysis, and rollerball ablation.